Event description:
It was reported that the contralateral pullwire was unable to be advanced into the graft limb due to the pt's tortuous vessels. While removing the wire from the limb the superior attachment hooks were inadvertently pulled into the aneurysm. The pt was converted to open surgical aneurysm repair.